Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received for evaluation. No further information was provided by the customer. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality records shows no deviations related to the reported event. We forwarded the complaint to our affiliated headquarters in (B)(6) from which we receive the holders and quickshield components. According to their investigation and comments, a review of the production and testing documentation indicates no deviations during the entire manufacturing processes. No abnormalities or irregularities were detected during in process control (which includes functional testing) that might affect the function. All requirements were met during production. The complaint cannot be determined.

Event description:
Customer states that they are encountering issues with the safety shields being loose/ disconnecting during activation and needles disengaging from the holders.